Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Unable to perform the displacement test due to blank display.

Event description:
Customer reported that the insulin pump is exposed to fluid. Customer states that the fluid is under the display screen. The blood glucose reading is 158 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.